Event description:
A malfunction on the pump was reported by the caller. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue recurred.